Event description:
It was reported the patient experienced mild tactile and optical hallucinations such as soft teeth, worms coming out of the mouth on (B) (6) 2010. The drug on the pump was prialt. Prialt was decreased, but the symptoms worsened. He was orientated concerning person, location and time; because of his fear of these symptoms the patient was admitted to the hospital on (B) (6) 2010. No problems with vital signs, ck elevation: 210 u/l (<174 u/l normal), but was normal as of (B) (6) 2010. He was treated with lorazepam and trisperidon 1 mg, 2 times. Prialt was stopped as it was suspected the symptoms were due to suspected drug side effects. The patient left the hospital on (B) (6) 2010 as the symptoms had reduced. The patient was to be seen by the hcp every 1-2 weeks. The event was still ongoing. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).